Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported bent condition. The noted deformation is consistent with suspected unintended misuse/misapplication through off axis loading during use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments are damaged. These osteotome blades are used only for revision surgery, since receiving the items and covid restrictions, use of these instruments have been at least twice since purchase. After decontamination of the instruments, a noticeable change in the blades have been reported by the hospital. The blades are bent and appear unusable. This kit has since been quarantined and a request from the hospital for us to please review and replace as these items are fairly new.